Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the pt was a thick pt with considerable adhesions. The surgeon was assisted by another surgeon, he was given the hc325 to take down the adhesions. He commented feeling the 355sd vibration per the scrub tech. Moments later the trocar was severed in half. The surgeon thought energy caused the trocar to split. The scrub tech felt it was severed by the harmonic scalpel. There was no consequence to the pt.